Event description:
It was reported that on (B)(6) 2022 a no external power event occurred while the patient was on their power module. Log files revealed motor stop events as a result of the loss of power.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the provided log files revealed some decreased low voltage levels while the system was powered by the power module. Two log files provided by the customer was reviewed. The first log file contained events recorded from the time stamp of day 1876, 0 hours and 40 minutes to day 1889, 3 hours and 38 minutes where one low voltage advisory and multiple power cable disconnect alarms were recorded. The log file contained some atypical voltage levels associated with the controller white power cable and a controller cell low was also captured at the end of the log file. The pump support was not affected and the system maintained the set speed with no interruptions. The data contained in the second log file indicated that the log file was retrieved from the replacement controller. The first entries were consistent with the set speed being adjusted form the 6000 rpm (manufacturing default speed) to 9200 rpm first. There were several entries where it appears that the external power was disconnected from the controller. The controller was connected to a pump for approximately for one minute and then disconnected. The speed was adjusted to 8800 rpm (the patient speed recorded in the first log file/exchanged controller) and the controller was connected to the pump. The remaining data captured in the log file revealed the system maintained the set speed of 8800 rpm and there were multiple power cable disconnect alarms and intermittent low voltage advisory alarms while on batteries recorded. There were some decreased voltage levels captured while the system controller was connected to a power module. In conclusion, a specific root cause for the decreased voltage levels while the system was powered by the power module was not able to be determined. The power module ppm-14107 and the power module patient cable were not returned for evaluation. Per the additional information the products will be returned once the patient is transplanted. As a result, the file will be closed and will be re-opened in the event the product is returned for evaluation. The device history records were reviewed, and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook operating manual and instructions for use (IFU) cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook also advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii left ventricular assist system equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the pump stop and no external power events were due to a controller replacement and there was no malfunction. Related manufacturer report number for system controller: 2916596-2022-16030.